Manufacturer narrative:
The event occurred on an unspecified date ¿a month or two ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of an amia automated pd set had fallen off completely. The cap was present within the unopened bag. This was observed prior to use of the device for peritoneal dialysis therapy. As a result, the patient did not use the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date ¿a month or two ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of an amia automated pd set had fallen off completely. The cap was present within the unopened bag. This was observed prior to use of the device for peritoneal dialysis therapy. As a result, the patient did not use the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation in an unopened pouch. Visual inspection with the naked eye observed a dislodged green cap from the patient connector. The reported condition was verified. The cause of the condition could not be determined, however, possible causes were noted to be that during assembly the green cap was not fully seated onto the patient line connector and/or throughout packaging, handling, distribution and storage, the cap became completely dislodged. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.